Event description:
The integra sales representative reported the following incident on behalf of the user facility: during surgery, the surgeon placed the carotid shunt into the patient and noticed a hole in the device. Blood came through the hole. The surgeon used another shunt to complete the surgery. Reportedly, no patient injury occurred. The device was given to the clinical contact for evaluation. Additional information concerning the patient status and circumstance of the event has been requested.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.